Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading w/moisture) issue. The reporter stated the display screen was dim and noted moisture under the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/11/2013 with the following findings: there was no visible moisture found in the display. During testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. The pump failed a leak test due to a display lens leak and a battery compartment crack. The pump was opened and corrosion was found on the force sensor plate and the battery power connection. No corrosion was found under the display or on any display components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.